Manufacturer narrative:
The cause of the non-reproducible access accutni+3 (troponin I) result cannot be determined. Service was not dispatched for this event and there is no indication that the access accutni+3 reagent will be returned for evaluation.

Event description:
The customer reported obtaining non-reproducible access accutni+3 (troponin I) result from the unicel dxi 600 access immunoassay system. The customer stated that the elevated result were not reported outside the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the sample and obtained lower accutni+3 results. The customer did not note any sample integrity issues for the sample. All system parameters including quality control (qc), system check and precision run performed within assay/instrument specification. The access accutni+3 reagent was used in conjunction with the unicel dxi 600 access immunoassay system serial number (B)(4). The sample was collected in lithium heparin gel tubes and centrifuged on the automation line at an unknown speed for 5 minutes. The customer performed a fifteen (15) replicate precision run on the day of the event using level 1 quality control (qc) material and obtained a passing result.